Event description:
Lawsuit claims during implantation of a pin into an elbow for stabilization, one end broke off in the distal humerus.

Manufacturer narrative:
Examination was not possible, as thhe product was not returned. The investigation is limited to the info provided, as the part and lot number required to review the device history records and complaint database was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.